Event description:
A report was received that the patient's implantable pulse generator was explanted due to discomfort at the pocket site. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was discarded by the medical facility and will not be returned for evaluation. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.